Event description:
Philips received a complaint on the v60 ventilator indicating that the third-party service provider found the touchscreen to be faulty. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The third-party service provider advised replacement of the touchscreen to resolve the issue. A service proposal for a replacement touchscreen was provided to the customer and is pending acceptance or rejection by the customer as of 22apr2025. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
In a good faith effort response (gfe) from the remote service engineer (rse), it was clarified that the issue with the touchscreen was that it was non-responsive. When asked to confirm that shipped touchscreen had resolved the customers issue, it was stated by the rse that the customer was unreachable. Philips is unable to confirm the final disposition of the device because the customer could not be reached. The material ordered touchscreen aligns with the recommended repair of the reported malfunction per the service manual. No further service has been performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.